Event description:
Boston scientific received information that this right ventricular (rv) lead exhibted increased pacing thresholds resulting in a loss of capture (loc) with asystole for less than 2 seconds observed. It determined the lead had become dislodged. The lead was explanted during normal device change out. A new lead was implanted successfully. There were no adverse patient effects.

Manufacturer narrative:
The lead was explanted and will be returned for analysis. This report will be udpated once analysis has been completed.